Event description:
It was reported to philips that the battery was not holding a charge. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.